Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. Though no blood was observed on the device, during fluid path testing, a burr on the distal tip of the formed needle was observed indicating an inadequate hard cannula. No other damages or deficiencies were found that would contribute to skin irritation at the infusion site. The inadequate hard cannula was confirmed to be the cause of the reported skin condition irritation event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 423 mg/dl while wearing the pod between 24 and 36 hours. The pod had been leaking insulin and when removed from the infusion site (arm), the pod's cannula was found to be dislodged. The patient had redness and swelling at the infusion site.